Manufacturer narrative:
A smiths medical cadd infusion pump was noted to be in good physical condition with everything intact. There were indications in the event history log of two volume accuracy tests, with volume set at 10ml. Smiths medical conducted delivery accuracy tests that found the pump to be delivering within the manufacturer's specification ( +/- 6%). The customer's complaint however was unable to be confirmed.

Event description:
Information was received that a cadd legacy has over delivered (+8.80% ). No patient adverse effects experienced.